Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2023-03856. All information can be found under manufacturer report number 1416980-2023-03856. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E4: it was reported that the event would be submitted to medwatch; however, a report # was not provided. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink paclitaxel set leaked taxol from the plastic piece directly below the drip chamber (chamber to tubing junction). This was discovered at the initiation of patient infusion. The infusion was stopped and the drug did not reach the patient. A new taxol was prepared to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.